Manufacturer narrative:
Unit unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, and cracked lcd window. Unable to verify excessive no delivery alarm due to prime anomaly.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 77 mg/dl. Insulin did exit. The customer was advised that the device would be replaced and agreed to return the product for analysis.